Manufacturer narrative:
Device evaluated by MFR: analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. Analysis of the catheter (lot: j11411r57) identified no significant anomalies. Analysis of the catheter (lot: n151801) ide ntified coring/tears/cuts in the seal that met leak criteria. The previously reported evaluation conclusion, method, and result codes no longer apply. Evaluation result code 180 and conclusion code 12 apply to the pump and the catheter (lot: n151801). Evaluation result code 213 and conclusion code 67 apply to the catheter (lot: j11411r57). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(4) 2019 regarding a patient receiving gablofen (2000mcg/ml at 1870.3mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that a motor stall occurred at 5:04am on (B)(6) 2019 and had not recovered at the time of report. The patient had not recently undergone magnetic resonance imaging (MRI). No patient symptoms were reported and oral baclofen was ordered (10mg as needed). The hcp requested a manufacturer representative to reach out to the managing physician's office to assist in scheduling a replacement and to be present at the replacement. It was noted that the office seemed to be under the impression that this was not an emergency surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11411r57, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Product ID; 8578, lot# n151801, implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type; catheter. The main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 22-nov-2004, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 25-apr-2010, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the motor stalled and a replacement occurred on (B)(6) 2019. The pump would be returned. It was further reported environmental/external/patient factors that may have led or contributed to the issue included the old catheter was spliced. A leak was found in the catheter. The 8711 and 8578 were also replaced on (B)(6) 2019 and would be returned. The hospital was currently in possession of the pump and catheters. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and unknown (would not be made available due to legal/confidential reason). No further complications were reported or anticipated.